Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent a fusion surgery on (B)(6) 2008. Post-op patient had following complications: numbness in hands since surgery, left side hurt as well as right side, trouble in swallowing and breathing while asleep, several bulging disc in neck. First surgery did not heal properly. Hence underwent second surgery from the back of head down to neck. Reportedly, patient had lost over 100 pounds but the chronic pain still existed and even worsened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.